Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010 at 05:33:15, the drain volume was 2100 ml during cycle 4. This event meets overfill criteria.

Event description:
Product surveillance contacted the patient's dialysis nurse. She stated the patient did not report any unusual drain volumes and has been performing therapy successfully. The nurse stated she would follow-up with the patient. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device evaluation is in progress, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The homechoice (hc) was evaluated. The reported condition of an increased intra-peritoneal volume (iipv) was found during review of the devices logs. The assignable cause was determined to be an insufficient drain, one or more cycles advanced to the next fill when a slow/no flow condition occurred above the minimum drain volume threshold. A review of the service history reveals that the previous return of the hc was not related to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).